Event description:
When doing a laparoscopic cystectomy (ovarian cyst) dr used the endoscopic linear cutter - 35mm, fired device. After firing, the staple cartridge fell off device and into pt. Could not be retrieved. Dr had to do a laparotomy. Dr noted once inside pt staples tore the tissue.